Manufacturer narrative:
(B)(4). Batch # p58m2d. Device analysis: the analysis found that one ec45a device was returned with no apparent damage and with an ecr45b reload not loaded on the device. The reload was received partially fired. The returned device and cartridge reload were tested for functionality in the articulated position by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness. This may have prevented the top of the knife blade assembly from entering into the anvil. The batch history record was reviewed and no protocols or ncrs related to the complaint were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Date of event: month and day unknown. Only year (2018) is known. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the surgeon used ec45a in lobectomy surgery. He used ec45a and ecr45b to fire and found the staple line formation abnormal, he left the ec45a and ecr45b to psr. And he changed a new one to continue the surgery and report the product complaint. There were no patient consequences reported.